Manufacturer narrative:
The vessel sealer extend has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument broke at the joint and a grey plastic piece fell, the surgeon retrieved it right away and changed the instrument. The instrument still worked but the surgeon decided to change it. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. The surgeon was retracting tissue when the issue was identified. The surgeon believed it was a manufacturing defect. The instrument was in use a few minutes only. The instrument was not opening or closing when the issue was identified. The instrument did not collide with any other instruments or other hard material during the surgical procedure. Upon final removal of the instrument the wrist was straightened. No resistance felt upon removal of the instrument through the cannula. There was no other damage noted to the cannula or the instrument after the event occurred. The fragments were removed from the assistant port; it was confirmed by visual inspection. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed. The procedure was completed robotically with the new vessel sealer. The patient has not returned to the hospital due to experiencing any complications related to retaining a foreign object. The instrument is available for failure analysis investigation; however, the fragment was not kept and was disposed. No photographic images of the device or a video recording of the procedure were available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage at either end of the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. There was no problem detected.

Event description:
Refer to h11 for follow-up information.